Event description:
It was reported that the zenith flex with spiral-z technology aaa endovascular graft iliac leg placed on the left side had occluded in an 81-year-old male patient. The initial endovascular abdominal aortic aneurysm repair (evar) procedure was estimated to have occurred 14 years ago. The patient presented to a physician after becoming symptomatic with abdominal pain on an unknown date. An initial scan reflected a leak, as the suprarenal barb separated from the first sealing stent in the zenith flex aaa endovascular graft bifurcated main body. This caused the graft to migrate, leading to a type 1a endoleak. Per the physician, explantation of the device was not an option due to the patient's age. As the situation was non-emergent, the patient was scheduled for a repair. On an unknown date, it was discovered that the zenith flex with spiral-z technology aaa endovascular graft iliac leg placed on the left side had occluded. A secondary intervention took place on (B)(6) 2022 to reline the grafts and seal off the aneurysm. The physician, who had their own FDA investigational device exemption (ide), modified a cook thoracic graft (tx2) to create fenestrations for the iliac artery, superior mesenteric artery (sma) and the right renal artery. The physician also re-aligned the limbs on the right side with aui and zsle grafts. The hypogastric artery on the left side was reported to have been occluded before the procedure. The physician performed final run imaging that indicated no leak was present. Additional information regarding event and patient details has been requested, but is currently unavailable. A separate report (MDR 1820334-2022-01328) was submitted for the zenith flex aaa endovascular graft bifurcated main body.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Correction: h6 (annex a) investigation ¿ evaluation a representative of tampa general hospital informed cook medical (B)(6) 2022 of an incident involving a zenith flex aaa endovascular graft bifurcated main body (rpn and lot unknown lot) for a type 1 endoleak. During the investigation of that complaint, imaging review confirmed the occlusion of the left leg (tfle). Historical sales data identified this device as a zenith flex aaa endovascular graft iliac leg (tfle). The 81 year old male patient had an initial evar procedure completed approximately 14 years ago at another facility. The patient was seen on an unknown date and presented with abdominal pain. The physician completed an initial scan in which an endoleak was seen, and it was noted the suprarenal stent had separated from the first sealing stent. MDR #1820334-2022-01328 captures the type 1a endoleak and the fracture of the suprarenal stent. The patient underwent intervention on (B)(6) 2022 for the type 1a endoleak. During the procedure the physician modified a cook thoracic graft (tx2) to create his own fenestrations for the iliac, sma (superior mesenteric artery), and the right renal artery. The physician did have an ide (investigational device exemption). The physician also realigned the limbs on the right side with an aorto-uni-iliac graft (aui, manufacturer unknown) and a cook iliac leg graft (zsle). The site has confirmed the left iliac leg was occluded before the placement of the aui. This investigation will focus on the occlusion of the left iliac leg (unknown tfle). The imaging review was completed by dr. Nabeel r. Rana, md on (B)(6) 2022. Impression: 1. A presumed infrarenal aaa was previously treated using a tffb main body graft and bilateral tfle iliac legs. Based on this CT, it was likely a tffb-32-96 device. 2. The current CT (reportedly 14 years postop) shows partial component separation of the suprarenal stent from the proximal graft of the tffb device along the left anterolateral segment. The suprarenal stent remains attached along the posterior graft, but there is a 7 mm gap between components anteriorly. The subsequent angiogram procedure shows an interval focal fracture of the suprarenal stent with partial unraveling. 3. There is severe aneurysmal dilation of the pararenal aorta with a maximum diameter of 63 mm at the level of the rra. The aneurysm sac begins between the celiac trunk and sma and continues through the infrarenal aorta. This is basically an extent IV taaa. Preop imaging is not provided so it cannot be determined if the anatomy was within IFU at the time of initial repair. 4. The proximal tffb graft is within the aneurysmal segment with no graft wall apposition and a large type 1a endoleak. The graft begins 22 mm below the rra. On the present study, the type 1a endoleak is not due to the component separation or possible graft migration. It is due to aneurysmal dilation of the pararenal aorta with no infrarenal neck. 5. The sequence of causality cannot be determined from the single study provided. One possibility is the component separation led to a focal type 1a endoleak with progressive dilation of the proximal neck due to sac perfusion and subsequent graft migration due to loss of graft wall apposition. The more likely scenario (based on the severity and extent of proximal neck dilation) is progression of aneurysmal disease of the pararenal aorta with loss of graft wall apposition resulting in shearing forces at the suprarenal stent junction causing partial component separation and, possibly, concomitant migration. 6. Finally, it cannot be determined if there was adequate anatomy at the time of initial repair with an infrarenal neck and adequate proximal seal, or if the graft was placed low initially rather than migrating. Preop or early postop imaging would be needed to delineate these possibilities. 7. It is not clear if the focal fracture of the suprarenal stent on the angiogram images occurred during the angiogram procedure or in the interval following the CT study, as there is no fracture seen on the CT. If the latter, this is likely the result of partial stent fixation in the aortic wall with continued shearing forces on the free-floating and partially separated graft ultimately yielding to a fracture and partial unraveling. 8. Incidentally, there is complete occlusion of the left tfle iliac leg, which is positioned much higher than the right tfle leg well above the flow divider within the tffb graft. A review of the complaint history, drawing, instructions for use (IFU), manufacturing instructions, quality control procedures, and specifications of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The product IFU, t_zaaaf36_rev7 ¿zenith flex aaa endovascular graft with the h&l-b one-shot introduction system¿ provides the following information to the user related to the reported failure mode: "4 warnings and precautions 4.1 general ¿ patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures. 4.2 patient selection, treatment and follow-up ¿ the zenith flex aaa endovascular graft is designed to treat aortic neck diameters no smaller than 18mm and no larger than 32 mm. The zenith flex aaa endovascular graft is designed to treat proximal aortic necks (distal to the lowest renal artery) of at least 15mm in length. Iliac artery distal fixation site greater than 10mm in length and 7.5-20 mm in diameter (measured outer wall to outer wall) is required. These sizing measurements are critical to the performance of the endovascular repair. ¿ adequate iliac or femoral access is required to introduce the device into the vasculature. Access vessel diameter (measured inner wall to inner wall) and morphology (minimal tortuosity, occlusive disease and/or calcification) should be compatible with vascular access techniques and delivery systems of a 16 french to 22 french vascular introducer sheath. Vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. A vascular conduit technique may be necessary to achieve success in some patients. ¿ inability to maintain patency of at least one internal iliac artery or occlusion of an indispensable inferior mesenteric artery may increase the risk of pelvic/bowel ischemia. 4.5 implant procedure ¿ unless medically indicated, do not deploy the zenith flex aaa endovascular graft in a location that will occlude arteries necessary to supply blood flow to organs or extremities. Do not cover significant renal or mesenteric arteries (exception is the inferior mesenteric artery) with the endoprosthesis. Vessel occlusion may occur. During the clinical study., this device was not studied in patients with two occluded internal iliac arteries. ¿ inaccurate placement and/or incomplete sealing of the zenith flex aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complications 5.2 potential adverse events adverse events that may occur and/or require intervention include, but are not limited to: ¿ aortic damage, including perforation, dissection, bleeding, rupture and death ¿ arterial or venous thrombosis and/or pseudoaneurysm ¿ claudication ¿ endoprosthesis: improper component placement; incomplete component deployment; component migration; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; perigraft flow; barb separation and corrosion ¿ graft or native vessel occlusion ¿ renal complications and subsequent attendant problems (e.g., artery occlusion, contrast toxicity, insufficiency, failure) ¿ vessel damage 7 patient selection and treatment additional considerations for patient selection include, but are not limited to: ¿ patient¿s age and life expectancy ¿ co-morbidities (e.g., cardiac, pulmonary, or renal insufficiency prior to surgery, morbid obesity) ¿ patient¿s anatomical suitability for endovascular repair ¿ the risk of aneurysm rupture compared to the risk of treatment with the zenith flex aaa endovascular graft ¿ ilio-femoral access vessel size and morphology (minimal thrombus, calcium and/or tortuosity) should be compatible with vascular access techniques and accessories of the delivery profile of a 16 french (6.0 mm od) or 17 french (6.5 mm od) vascular introducer sheath. ¿ non aneurysmal infrarenal aortic segment (neck) proximal to the aneurysm: - with a length of at least 15 mm - with a diameter measured outer wall to outer wall of no greater than 32 mm and no less than 18mm - with an angle less than 60 degrees relative to the long axis of the aneurysm, and - with an angle less than 45 degrees relative to the axis of the suprarenal aorta. The final treatment decision is at the discretion of the physician and patient. 8 patient counseling information ¿ physicians must advise each patient that it is important to seek prompt medical attention if he/she experiences sign of limb occlusion, aneurysm enlargement or rupture. Signs of graft limb occlusion include pain in the hip(s) or leg(s) during walking or at rest or discoloration or coolness of the leg. Aneurysm rupture may be asymptomatic, but usually presents as: pain: numbness; weakness in the legs; any back, chest, abdominal or groin pain: dizziness; fainting; rapid heartbeat or sudden weakness physicians should refer the patient to the patient guide regarding risk occurring during or after implantation of the device. Procedure related risks include cardiac, pulmonary, neurologic, bowel and bleeding complications. Device related risk include occlusion, endoleak, aneurysm enlargement, fracture, potential for reintervention and open surgical repair, rupture and death. 11 directions for use anatomical requirements ¿ iliofemoral access vessel size and morphology (minimal thrombus, calcium and/or tortuosity) should be compatible with vascular access techniques and accessories. Arterial conduit techniques may be required. ¿ iliac artery distal fixation site should be greater than 10 mm in length and 7.5-20 mm in diameter (measured outer wall to outer wall)" based on the information provided, no product returned, and the results of the investigation, a definitive cause for the failure mode could not be determined. Thrombus/occlusion is a known inherent risk of the device. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Correction: d1, zenith aaa endovascular graft iliac leg. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.